Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/07/2015 with the following findings: confirmed a dim display. (B)(6).

Event description:
The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 08/06/2015. There was no adverse event associated with this complaint.